Event description:
Consumer reports that in 1995 or 1996 while using an all-flex arching spring diaphragm, pt became pregnant then miscarried. States prior to this event, pt had been using this same all-flex in between having four children. Reportedly, pt asked their physician if they should be re-fitted each time they had a child, but was told they did not need a new size. Subsequently md has re-fitted pt and found that pt needed a larger diaphragm. No further info available at this time.